Manufacturer narrative:
Eval results and conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
This report is being filed upon notification from our x-ray manufacturer in other country, to submit this event. Problem: the pt was having an x-ray procedure. During the procedure, the system locked up with a message stating there was insufficient disk space to run windows. The system took several reboots to make it operational. The pt was experiencing a cardiac infarct during the failure.